Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed previous cartridge alarms and decided to replace the pump. The caller was advised that the replacement pump would include updated software, and they were instructed to place the current pump into storage mode before returning it. The customer understood these instructions and acknowledged receipt of a replacement pump.